Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure the metal section near the wrist of the force bipolar instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
The force bipolar instrument was received, and failure analysis found the instrument to have one bent grip causing them to be misaligned. There was an offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing the tip to not move smoothly.

Event description:
Refer to h11 for follow-up information.